Manufacturer narrative:
Clinical conclusion: although a temporal relationship exists between the liberty cycler set and the pt¿s peritonitis; there is no documentation to support a causal relationship. The source of the pt¿s peritonitis is most likely associated with a breach in asepsis whereby the pt. Lost the end cap to his pd catheter (not a fresenius product) and made the error of not reporting it to the pd clinic. Peritonitis is a well-documented complication of pd therapy with touch contamination/breach in aseptic technique as a commonly known cause of infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse reported that the peritoneal dialysis patient was diagnosed with peritonitis after reporting abdominal pain. A pd effluent culture was performed revealing growth of gram positive cocci in clusters (both aerobic and anaerobic cultures) and a white blood cell (wbc) count of 687. The patient was initiated on antibiotics (unknown drug, dose). The nurse stated the patient was non-adherent (pt. Reportedly refused) with the antibiotic prescription and began intraperitoneal (ip) antibiotic on (B)(6) 2018. The patient also reportedly missed one pd treatment without any further adverse events reported. The patient has since remained on ccpd therapy. According to the pd nurse, the patient¿s peritonitis event was attributed to user error whereby the patient accidentally caused self-contamination. The nurse indicated the patient lost the end cap to the pd catheter (not a fresenius product) and did not report it to the pd clinic. There were no fresenius product deficiencies reported in relation to the event.

Event description:
"."

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.